Manufacturer narrative:
Device passed self test and displacement test. The formatted history file confirmed inverse critical block did not add to zero error alarm and the motor arm cannot communicate with the main arm error due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm. Customer blood glucose value was 169 mg/dl at the time of the incident. The device will be returned for analysis.